Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The affiliate reported via email at the second drill, the glenoid drill broke inside the patient. Use of another device to complete the procedure. No patient consequence. Procedure was lengthened of 20 minutes. Additional info received on 8-7-2017: the fragment was retrieved without any issue.

Manufacturer narrative:
The complaint device was received and evaluated. The specific broken drill was not returned but the outer shaft and a photo of the inner drill was provided. Visual inspection of the outer shaft shows no anomalies; the laser etching is clear, there are no scratches, and there are very minor signs of use. The photo of the inner drill shows that it is broken and covered in tissue debris, confirming the complaint. A definitive root cause could not be determined but these failures are typically associated with exerting pressure at an off-axis, causing unintended stress perpendicular to the actuating process. Furthermore, no lot numbers were supplied which precludes conducting a DHR or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Depuy synthes mitek has been informed that the lot number is not available.